Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) continued to withhold therapy during a sinus tachycardia episode that transitioned to ventricular tachycardia (vt). The episode finally terminated when anti-tachycardia pacing was delivered. It was reported that the physician believed the wavelet should have been applied earlier. The ICD was reprogrammed and remains in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to vt detection. If information is provided in the future, a supplemental report will be issued.